Manufacturer narrative:
An event of aortic regurgitation was reported. Gross morphological examination revealed leaflets 1 and 2 were torn. Histopathological examination found partially detached fibrous pannus ingrowth on the inflow surface of all leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with a torn leaflet and pannus ingrowth, however, the exact cause of the event remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed secondary to calcification and a 19mm trifecta valve was implanted. On (B)(6) 2017, aortic regurgitation was observed on echo. On (B)(6) 2017, the valve was explanted. Ex vivo, a leaflet tear was reported to be observed. A 19mm carpentier-edwards valve was implanted.